Manufacturer narrative:
13-feb-2017 product investigation results: reporter returned four toothbrush heads on 08-feb-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush heads become loose, and sometimes even break off / became detached in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that the oral-b flexisoft brushheads, pack of 4+1, became loose, and sometimes even broke off, becoming detached in the mouth. She described that she purchased the brush heads about half a year ago, and there was a blue logo on the package. This was not the first time that the consumer had used these particular brush heads. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads become loose, and sometimes even break off / became detached in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that the oral-b flexisoft brushheads, pack of 4+1, became loose, and sometimes even broke off, becoming detached in the mouth. She described that she purchased the brush heads about half a year ago, and there was a blue logo on the package. This was not the first time that the consumer had used these particular brush heads. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.